Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The unit was inspected internally and found saline ingress on the button components, leaving dried saline residue behind. The electrode tip has signs of use but the electrode remains intact. Product was out of the original packaging. No packaging returned. The opened device was tested for internal data and found it had a multiple button press error during use. The unit was functionally tested on a controller and found no issues. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the event is the device handle coming into contact with saline. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the werewolf wand did not stop working and was continually in the ablation mode; the surgeon works with the hand control and without pedal. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.